Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade from ICD to crt, the lead was capped and replaced due to suspicions of externalized conductors. The patient's condition remained stable throughout the event.